Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: back pain and leg pain (right greater than left) procedure: discogram at l4-5, transforaminal interbody fusion at l5-s1 it was reported per legal that , "the patient underwent a 1 level fusion at l5-s1, adjacent to a herniation at l4-l5 without fusing the l4-l5 level. Post-op, on an unknown date, the patient suffered from pain and injuries". Allegedly, "the patient also suffered neurological defects post-operatively".